Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a potential infection and drainage at the implant site. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
The reported observation of ¿infection¿ cannot be confirmed through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity, and all test steps passed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.